Manufacturer narrative:
A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported right side capsular contracture baker grade unknown, several folds and pain. Diagnosis "hurts and scares the patient." Additionally, a healthcare professional noted on imaging that a patient experienced a ¿collection of free fluid in lower quadrants of probable inflammation process¿ . The baker grade was IV. The patient has been treated with colchicine and fibroquel with xylocaine. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side capsular contracture baker grade unknown, several folds and pain. Diagnosis "hurts and scares the patient." The device remains implanted.

Event description:
Additionally, a healthcare professional noted on imaging that a patient experienced a ¿collection of free fluid in lower quadrants of probable inflammation process¿ . The patient has been treated with colchicine and fibroquel with xylocaine. This is for the right side. The device remains implanted.

Manufacturer narrative:
Additional information was received from imaging and seroma was added as term code. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma.